Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device angle was not maintained at 45 degrees, but at about 70 degrees. It should be noted that the proglide instructions for use, states: do not deploy the perclose proglide smc device at an angle greater than 45 degrees, as this may cause a cuff miss. In this case, the deployment angle contributed to the reported needle to cuff miss. A third proglide was used to achieve hemostasis using an 8.5 sheath. It should be noted that the proglide instructions for use, states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. In this case, hemostasis was successfully achieved. The reported difficulty and subsequent treatment appear to be related to the reported user deployment technique as the device angle was not maintained at 45 degrees, but at about 70 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an electrophysiology interventional procedure using an 8.5f sheath. Reportedly, a cuff miss occurred with the first proglide device, after removing the plunger, the suture was not attached with the plunger needle. The device angle was not maintained at 45 degrees, but at about 70 degrees. A second proglide device was deployed; however, when the suture was loaded into the suture trimmer, the suture was chewed and broke. A third proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.